Event description:
The customer reported via phone call that they had been holding the battery and reservoir compartment together with tape on the insulin pump. Customer stated that now there is no insulin when it is full and there are pieces missing. Customer reported that the battery fell out of the pump. After reinserting the battery, the pump reinitialized and asked for the date/time and to be rewound. Pump was not detecting the reservoir due to the damage on the reservoir compartment. Customer's blood glucose was 326 mg/dl. Customer corrected using a bolus on the pump before the battery fell out. Customer declined troubleshooting for high blood glucose. Customer stated that they know the reason why they're high, which was related to what they ate. Customer's blood glucose was in the 200's mg/dl range due to their pregnancy when the damage occurred in 2014. Customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.